Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger/modem kept showing "please insert battery". The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (please insert battery message keeps displaying) has been confirmed. The cause of the insert battery message has been isolated to an intermittent connection at pin 23 or the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fractured solder connection inducted by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted form the corrupt memory. The pt received a replacement charger/modem.